Event description:
It was reported that the pump failed volume test. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device unknown.

Manufacturer narrative:
H4: correction: device manufacturing date: 27-apr-2020.

Manufacturer narrative:
B5: additional information received on 25july2022 via email and attached to complaint object: the malfunction occurred during testing, there was no patient involvement. H6: event problem and evaluation codes: updates not required.

Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Service history review identified this device has not been in for service previously. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found device in good condition. Functional testing found the customer problem was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).